Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. P-cap locked in place properly during testing. After battery installation unit alarmed critical pump error (open book image). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. During deconstructive analysis, during visual inspection, it was determined that the ingress of water corroding electronic assemblies, motor assembly and force sensor gold traces causing an unexpected electrical short leading to constant critical pump error (open book image). Unit also received with cracked retainer, scratched case, battery tube threads - cracked, cracked case (battery tube), keypad overlay texture damage, stained keypad overlay, cracked keypad overlay and pillowing keypad overlay. In conclusion customer concern of critical pump error alarm (open book image) was confirm including physical damage. After deconstructive analysis, it was determined that critical pump error alarm (open book image) was caused by corroded electronic assembly. Customer's concern of physical damage was also confirmed during visual inspection when cracked case (battery tube) and battery tube threads - cracked were noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states.

Event description:
It was reported to medtronic minimed that the customer observed broken pump's cover. The customer reported no adverse event. The event involved product mmt-1712k. The troubleshooting was performed. No harm requiring medical intervention was reported. Product will be returned for analysis.